Manufacturer narrative:
(B)(4).

Event description:
The customer reported reboot/application restart issues involving patient discharge operations. The issue occurred after (B)(6) 2018. There was no patient incident.